Event description:
It was reported that during an implant attempt the device had questionable grommet issues with oversensing and long bouts of inhibition. The lead testing proved negative for a lead issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and the grommet was damaged.